Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nissen fundoplication procedure, the needle detached from the instrument and fell into the patient cavity. To resolve the issue the surgeon retrieved the needle from patient cavity using grasper and used another device in order to complete the case. There was no patient injury.